Manufacturer narrative:
(B)(4). The returned flexima biliary preloaded was analyzed, and a visual evaluation noted that the guidewire was stuck in the guide catheter. The guide catheter was stretched and it was detached. Push catheter suture hole was torn. It was also found that the push catheter was buckled. No other issues with the device were noted. The reported event was confirmed. According to product analysis, it is most likely that the during the procedure the user tried to removed the guidewire and felt some resistance or difficulty which took the user to apply an extra force, this ended stretching the guide catheter and during the attempt of deploying the stent the guide catheter could not be pulled correctly due the conditions, this ended detaching one part of it and the force applied during the procedure may have leaded the buckle of the push catheter and the tear of the suture hole. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the left hepaticus, performed on (B)(6) 2021. During the procedure and inside the patient, when the nurse inserted the tapered tip into the working channel of the duodenoscope and the outer orange sleeve was placed to hold the stentbarb down for insertion. The flexima delivery system was advanced through the scope channel using short strokes until the flexima was in the right position. The tuohy-borst adapter was loosen and the catheter and the guidewire were pulled back to deliver the flexima. The guide catheter occured like a coil and the stent failed to deploy. Another stent of a different model was opened and successfully completed the procdure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of guide catheter broken.